Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The basket was returned fully retracted from the sheath. During our evaluation the handle was manipulated and the basket opened and closed. One of the wires on the basket had broken loose from the proximal end of the basket and was still attached at the distal end of the basket. The basket wire broke near the soldered cannula, there was no evidence of the wire being damaged by the buff process. The basket was intact and no part of the device was missing. During the visual evaluation it was noticed that there is an unknown substance on the ends of the basket and clear fluid in the sheath [noted prior to disinfection of the device]. The catheter has several permanent bends through the length of the device. No other anomalies were detected. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The basket wire broke at the soldered cannula. If excessive force is applied, basket breakage can occur at the soldered cannula. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook memory ii double lumen extraction basket. The device was used for bile duct stone removal. The user did not notice any damage of the device during preparation before insertion into the endoscope. However, at first attempt of stone removal, when he was manipulating the basket, he felt abnormal change of the basket on the fluoroscopic image. So, the basket was removed from the patient's body and it was confirmed that one (1) basket wire broke. Another device was used instead to complete the procedure without problems.